Event description:
Complainant reported while setting up device to use on a patient, the device showed multiple alarms. The device showed: tf 300- device in failsafe, 316- failure to deliver, and 545- mismatch between delivered and measured fio2 alarms. There was no patient involvement related to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Manufacturer narrative:
A zoll field service engineer was onsite for the evaluation. The evaluation confirmed the reported alarms. Consequently, the inspiration block was replaced to resolve the issue.